Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) increased to 330 mg/dl with ketones of unknown level. As a result, customer first went to the emergency room and was subsequently hospitalized in the intensive care unit on (B)(6) 2026. The customer received treatment of intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer changed cartridge and infusion set to resolve the issue.